Event description:
The customer reported that an intubated pt, on a ventilator in ICU, was able to self extubate while in the soft wrist restraint. The straps became too long because the catch mechanism did not work correctly. Hospital staff was able to re-intubate the pt quickly and no injuries were sustained.

Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. (B)(4).